Manufacturer narrative:
Analyzer performance testing was performed and was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e411 disk analyzer. For patient 1: for sample a drawn on (B)(6) 2022, the initial hcg+beta elecsys result was 87 miu/ml. This result was reported outside of the laboratory. The repeat result on (B)(6) 2022 was >10000 miu/ml. For sample b drawn on (B)(6) 2022, the initial hcg+beta result was 7221 miu/ml. This result was reported outside of the laboratory. The repeat result on (B)(6) 2022 from the primary sample was 69 miu/ml. The repeat result on (B)(6) 2022 from a sample cup was 10000 miu/ml. The repeat result on (B)(6) 2022 from a sample cup was > 10000 miu/ml. The repeat result on (B)(6) 2022 from the primary sample was >10000 miu/ml. The repeat result on (B)(6) 2022 from a sample cup was 9030 miu/ml. For patient 2: for sample a drawn on (B)(6) 2022, the initial hcg+beta result was 104.4 miu/ml. The repeat result on (B)(6) 2022 from the primary sample was >10000 miu/ml. It was not known which result was reported outside of the laboratory for this patient. On 09-jun-2022, the field service engineer replaced the measuring cell. Calibration and quality controls for all parameters were within range. Afterward, on (B)(6) 2022, the customer received a questionable result for one additional patient (patient 3). The initial ferritin result was 0.500 ng/ml with a data flag. The repeat result was 20.14 ng/ml. It was not known which result was reported outside of the laboratory for this patient. The hcg+beta reagent lot number was 58457901 with an expiration date of 31-mar-2023. The ferritin reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer replaced the measuring cell. Calibration and qc afterward were acceptable. Based on calibration and qc data, there was no indication of a general reagent issue. The analyzer alarm trace contained indications of analyzer maintenance issues. The investigation determined the issue was likely due to the customer's use of eppendorf cups which are not specified for use on the cobas e411.